Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, black screen occurred and unable to access. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did no a review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen turned black and was unable to access. A field service engineer (fse) replaced main half height cubie 3 drawer and tested. The system functioned as intended after the field service engineer repaired the device.